Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, h4. A review of the receiving inspection (ri) for pipeline ls dilator holder was conducted identifying that lot number kw1743584 released in one batch. Batch1: lot qty of (B)(4) units were released on 22 jan 2018 with no discrepancies. Supplier:(B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the jaws of pipeline ls dilator holder, p/n: 287105015, were heavily worn. The allegation of unable to assemble was likely due to this condition. No other problems identified. A dimensional inspection was unable to be performed due to not being applicable to the complaint condition. A functional test was not conducted since the mating device was not returned for evaluation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the pipeline ls dilator holder, p/n: 287105015 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on (B)(6) 2022, it was noticed that the palm handles were damaged on the top. Once the handle was inserted, the gauge could not be easily inserted due to the damaged metal on the top of the palm handle. Also, the targeting forceps were old and damaged at the tip, where the black rubber material is wearing off and starting to peel. There was no patient consequence as a result of these events. No further details are available. This report involves one pipeline ls access system dilator holder. This is report 7 of 8 for (B)(4).